Event description:
The drill broke during the surgery.

Manufacturer narrative:
Confirmation received from the initial reporter that the drill bit broke during drilling, what of course means a piece fall into the patient. But the surgeon could successfully removed it. On 21 june 2016, (B)(4) (manufacturer of the device) provided a document review and the final report of the investigation performed on the retrived item, and commented as follows: there aren't non-conformity elements in the documental review. Based on the investigation results, (B)(4) can suppose that the rupture should be caused by a drill flexion during the use which has led to the breakdown the device. Considering that it isn't the first time that happens a break on this type of device, (B)(4) have decided to open a new project for improve the drills. On 20 july 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 21 july 2016 the report was sent to the initial reporter and the case was closed.